Event description:
It was reported that during a supply change and fill tubing step, the user observed an unexpected volume of 60.9 units with no drops and then noted insulin leaking from the cartridge area of the pump; the user was advised to restart the change using a new cartridge and supplies and to allow the pump to dry before attempting the new setup. Customer care provided support/assistance that included troubleshooting with the user. Investigation of this case revealed leakage at the cartridge interface consistent with a cartridge or connection issue. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and completion of troubleshooting and education to enable restart of therapy. It was concluded that the event involved a suspected product malfunction leading to insulin leakage without reported patient injury.